Event description:
This notification is being reviewed due to a user of dreamstation auto CPAP stating that the device is making a loud noise and have a smokey smell. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Reportable since device issue/event has or may have caused or contributed to a death. This complaint is included in the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.